Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was not able to be charge using multiple usb cables and adapters. Blood glucose was 158 mg/dl. Customer continued to use pump for insulin therapy and had manual injections as a back-up therapy.